Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1613c95ee sn (B)(4), expiration date: 2012-03-28, (B)(4), enew1313c80ee sn (B)(4), expiration date: 2012-04-21, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. There was mild iliac tortuosity. It was reported that a CT scan discovered a type iii junctional endoleak at the ipsilateral limb. The patient also has had a type ii endoleak from the lumbar artery. The physician investigator assessed this event to be device related. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information was received. It was reported that intervention to treat a type iia endoleak (single patent collateral vessel) due to enlargement of the aneurysm sac and risk of rupture, the event was treated by implanting an endurant 16x24 stent graft via the right hypogastric branch. It was reported that the event was resolved. No further relevant information were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that both investigator and sponsor have assessed the event as related to both the device and to the procedure. If information is provided in the future, a supplemental report will be issued.